Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information has been received from the site for this complaint, and is summarized herein: the procedure being performed was a diagnostic aortogram runoff study, with subsequent aortic angioplasty and repair of iliac stenosis. The aortic balloon used ruptured on calcified plaque, and necessitated right femoral cut down for removal of the balloon in its entirety. The patient was being seen for a non-healing ulcer on the left foot with predicted aortic occlusive disease with severely calcified aortic plaque. After running the aortogram, the physician proceeded with therapeutic intervention on the aorta. Selecting the rao view, a 14 x 4 cordis maxi ld balloon was used. An amplatz super stiff wire was placed, #8-french 25cm sheath placed, exchanging for a #5-french sheath, and subsequently the cordis balloon was inflated at 4 atmospheres. This balloon broke at 4 atmospheres, presumably being cut on the calcific plaque in the aorta. The balloon was attempted to be withdrawn and it was found that, despite several manipulations, it could not be withdrawn successfully. The balloon was withdrawn into the sheath as far as possible, until the tip was the only thing hanging out of the sheath, then the sheath and balloon were drawn down to the femoral puncture site. As visualization was not clear, it was felt that a femoral cut down would be necessary to remove the remaining balloon from the femoral artery under direct vision. Therefore, the or crew and anesthesia were called and came down. The incision at the groin was then enlarged to allow for a cut down to the common femoral artery, which was successfully accomplished. Under direct vision, the femoral artery was clamped above and below, and then the arteriotomy created by the puncture was enlarged to allow for the foreign body to be successfully removed, which was done under direct vision without difficulty and removing it completely and was still on the wire. A repeat aortogram was then shot, which demonstrated some recoil. This was therefore re-dilated with another cordis maxi ld balloon, 14 x 4, again at four atmospheres. This balloon did not break and led to a satisfactory result on the aortic dilatation. It was felt that the angioplasty alone would be sufficient to ensure adequate blood flow to both lower extremities. It was noted that the iliac stenosis was successfully dilated with the sheath placement. The final run showed wide patency of the aorta in the previously narrowed region. The sheath and wire were removed between vascular clamps and then the common femoral artery was repaired with 5-0 prolene figure-of-eight #3, which successfully repaired the vessel with dry field. Protamine 40 mg given systemically and the wound was closed with 2-0 vicryl, interrupted simple in two layers and 4-0 monocryl subcuticular and skin and dermabond dressing. The patient tolerating this well and went to the ward in stable condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15147145 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Leak and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. (B)(4). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a diagnostic aortogram runoff study, with subsequent aortic angioplasty and repair of iliac stenosis the maxi ruptured on calcified plaque, and necessitated right femoral cut down for removal of the balloon in its entirety. The maxi balloon was inflated to nominal pressure of 4 atmospheres, but it appeared to have burst in the heavily calcified area of the distal aorta. The balloon material seemed to wrap around the spicules of calcium, and this might have caused the balloon to tear/separate as the physician pulled it back down to the femoral artery where he performed a cut down to remove the balloon tip and the wire. The patient was reported to be in stable condition. One non sterile catheter maxi ld 7f 14mm x 4cm 80cm was received on june 9, 2011, coiled inside a plastic bag. There were blood residues noted in the catheter. Unknown catheter sheath introducer, gw and vessel were added together the retuned device. The balloon was inflated and deflated. One balloon burst radial was noted. The balloon was received in two parts. The inner body was noted elongated and ripped out. The distal part of the balloon and inner body was separated from the rest of the catheter and it was included with the returned device. No other anomalies were detected at returned device. Leak test required per dp (B)(4) could not be performed due to balloon conditions. Dimensional analysis for od proximal seal could be performed using csi 7f according to (B)(4) no resistance friction was noted. Sem analysis was performed in order to identify the cause of balloon burst: the balloon external surface exhibited evidence of several splits; abrasion marks were observed near the splits. The inner surface presented no evidence of damage. The inner body separation surface presented evidence of elongations; elongation is a common characteristic of pieces which were stretched/ pulled until separation. This balloon burst failure exhibited no other anomalies that could have caused the failure. Marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented the following; (B)(4). The balloon burst and balloon separated reported by the customer was confirmed but the withdrawal difficulty reported by the customer was not confirmed , however, the exact cause of the balloon burst could not be conclusively determined, for the balloon separated failure could be attributed at the time the device was tried to be retrieved. Controls are in place to prevent defective balloons from leaving the facility. Refer to manufacturing work (B)(4). Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the balloon burst. Additionally, the patient,s difficult anatomy and procedural manipulation may have contributed to the reported product separation.

Event description:
The maxi ld 7f 14x4 80cm balloon was inserted into the distal aorta and upon inflation it ruptured. The physician had to perform a cut down to remove the balloon tip and wire. Additional information has been requested, but has not yet been forthcoming.